Manufacturer narrative:
Date of event: unknown. Medical device manufacturer: unknown. Corporate office in (B)(4). Medical device expiration date: unknown. Manufacturing location: unknown. Corporate office in (B)(4). Medical manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® pst¿ had "erroneous results".